Manufacturer narrative:
The device could not be repaired.

Event description:
It was reported that the brakes would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.